Event description:
Patient was connected to portable o2 tank, gauge showed full tank, flow valve was turned on and oxygen flow established. Upon walking to the bathroom, patient complained of increased shortness of breath, and felt as if the o2 wasn't flowing. Inspection showed there was no flow from the tank, even though the tank still showed full. New tank immediately obtained, and pt did not desaturate.